Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. It was reported that the patient told them the patient needed a new battery. The hcp stated the patient had told them that they turned the device off when they laid down, because it caused them shocking. Technical services reviewed tht 17 years was a long time for a battery to last (battery had been implanted for about 17 years), so they may need a new ins. They could consider this when discussing radiation therapy. It was asked but was unknown when the event occurred the patient just stated if had been like this ¿for a while¿. The hcp called back later reporting the ins was dead and had been turned off for some time. The patient hadn¿t used the device in sometime. When questioning for more details it was reported that the ins had worked fine for the patient, but it was reported tha the device shocked the patient so they would only use it when laying down and they used therapy intermittently at that time. The patient stated they only used stimulation when they needed it prior to it dying. The patient was not present at the time of the call so no troubleshooting could be done due to a lack of access to the product. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). They reported the ins stopped working on it's own a "long time ago"; the exact date was unknown by the hcp. It was noted the ins was not inactivated by anyone, and was still implanted in the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.